Manufacturer narrative:
The customer refused service to repair the amplifier, and cancelled the service call. No further repair info is available.

Event description:
The customer reported that the stenoscop system would not display an image. No pt injury was reported.